Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer was provided with complete pump reset instructions and planned to reset pump when ready and contact technical support again if issue persisted.